Event description:
Customer's surestep test strips were not showing a reaction or color change when applying blood to the test strip. However, the customer did obtain a reading of 58 mg/dl and they were experiencing low blood sugar symptoms. They treated themself with food and/or beverage. The issue was not resolved while troubleshooting. The meter and test strips are being replaced for the customer.